Event description:
It was reported to boston scientific corporation that during the procedure, the radial jaw 3 biopsy forceps device was difficult to move through the scope. According to the complainant, when the forceps device was retracted, a piece of the scope had broken off. Reportedly, the detached fragment was retrieved from the scope and no piece had entered the patient (a female patient; weight is unknown). The physician completed the procedure with another device radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device noted that the one of the two cutter jaws was broken, and the coil was elongated. A functional assessment could not be performed due to the physical condition of the device. Sem (scanning electron microscope) analysis concluded the that the fractured cutter jaw resulted from excessive bending moment and torsional force. The cause of the reported event is attributed to user / use error. As per provided dfu (directions for use): * "...endoscopy should be performed only by persons having adequate experience and training..." * "...the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged..." * "...if the device fails to operate properly in any way or shows any sign of damage, do not use it..." * "...maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope..." * "...if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together...". * "...caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws..."